Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00227 on 16-sep-2024. Additional information (17-sep-2024): siemens reviewed the instrument data and determined that calibration was acceptable. Siemens evaluated the event and determined that the sample mixer potentially contributed to the falsely depressed carbon dioxide (co2) result, which was resolved by replacing and aligning the sample 1 (s1) mixer assembly by the customer service engineer (cse) as described in the initial report. The investigation conclusions code of section h6 was updated to reflect the additional information. The instrument was performing within specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. Quality control (qc) recovered within range prior to running patient sample on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse entered diagnostics mode, ran a mix test, replaced and auto aligned the sample 1 (s1) mixer assembly, primed all probes (B)(4) times, and reset the instrument. The cse also ran qc and a quick check, which passed. The cause of the falsely depressed co2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the original dimension vista 500 instrument. The repeat result recovered higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.